Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the pulsavac handgrip seam is open and therefore the blue locking ring does not lock the wash top properly. This event caused surgical delay for 30 minutes to get another device. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 00515048601 lot number z000012508, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from tekonivelsairaala coxa oy that the pulsavac handgrip seam is open and therefore the blue locking ring does not lock the wash top properly. On (B)(6) 2019, a returned product investigation was performed on the 0015048601. The physical evaluation revealed that the device had a gap in the case halves and the blue locking ring was not properly retained. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047501 tip lock had detached from the gun, it cannot be determined from the information provided what actually caused the reported event. A scar was created to address an issue with the tip lock not properly being retained within the gun. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.